Manufacturer narrative:
The following sections were updated in follow-up 1. The device was in service for approximately 31 years before being explanted on 09/16/2021. Based upon the implant date of this lead (1990), the device history record for this lead model is beyond oscor's record retention period. Inspection procedures require any oscor product to pass all in-process and qa final inspection before shipping to the customer. The lead was explanted due to high pacing thresholds and loss of capture; it has not been returned for analysis, therefore a root cause could not be determined. Quality assurance procedure final labeling/packaging inspection of all products: all labeling and packaging will be inspected one hundred percent (100%). Sealed areas (tyvek lid to lip of tray and breather bag) are continuous around entire perimeter of tray. No voids, breaks, and or bubbles along the seal. The entire seal should be at least quarter inch wide and have a full ridge. The tyvek pull tab must be properly folded into position. Examine the seal and border for uniformity of the seal. Check for holes or any other damages that could violate sterility. Ensure tray and breather bag is properly sealed. Per instructions for use (IFU), (py series) it informs the user that oscor's medical devices meet all applicable federal regulations governing sterilization prior to being released from our facility. All of oscor's sterilized products have consistently passed biocompatibility tests prior to release in shipment. Based upon our testing of products sterilized in this manner, oscor is confident its products are safe for their intended use. The leads are supplied sterile. A sterilization method is indicated on the product label. The sterility is compromised when the package is opened or damaged. Oscor inc. Does not assume any liability or responsibility for sterilization by a third party. In addition, the IFU lists infection as an adverse effect: infection, lead may require surgical removal. The pacing leads are implanted in the extremely hostile environment of the human body. Because the leads are very small in diameter and must be very flexible, it inevitably reduces their potential performance and longevity. Leads mew fail to function for a variety of causes, including medical complications, body rejection phenomenon, allergic reaction, fibrotic tissue problem, or a failure of lead by damage, fracture, or by breach of their insulation. Despite of all due care in design, component quality, manufacture and testing prior to sale, leads may be damaged by improper handling, use, placement or other intervening facts. No further follow-up is required. Based on the investigation, a CAPA is not required. This lead is no longer manufactured by oscor. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Event description:
It was reported that a (B)(6) year old male had lead explanted on (B)(6) 2021 due to high pacing thresholds and loss of capture with asystole less than 2 seconds. Rv lead with high thresholds, not capturing. All leads extracted, new leads placed. Change as l321 was at 3 months.

Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up report will be submitted as soon as the investigation is complete.